Event description:
The distributor removed the equipment, and when he inserted the battery, the self test could not complete.there was no negative patient impact.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4).